Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the distributor node to rear therapy electrode cable was cut and missing, damaging wires in the cable. Additionally, the rear 1 and rear 2 therapy electrodes were missing. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.